Event description:
Patient woke up and became agitated and pulled out PICC line and IV. Patient discontinued PICC line before the "catheter" was complete. Chest film showed no evidence of catheter tip. PICC line replaced.